Event description:
It was reported to boston scientific corporation on november 8, 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6), 2018. Reportedly, the laser unit used was a p120 console. According to the complainant, during preparation, the laser fiber was noted to be broken upon removing from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Investigation result: a flexiva 200 tractip laser fiber was returned in one piece. Visual examination revealed that the fiber measured approximately 311.5 cm from the top of the connector to the break. The distal tip was detached and the detached tip was not returned. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 8, 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a p120 console. According to the complainant, during preparation, the laser fiber was noted to be broken upon removing from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event